Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 15x2.5 mm, de novo target lesion with a >45 and <90 degree lesion bend was located in a mildly calcified and severely tortuous left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter resulting to 75% residual stenosis. A 16 x 2.50mm taxus liberté drug-elting stent was then selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at 37.3cm distal to the strain relief. An examination of the crimped stent identified that a proximal strut (2nd row from the proximal edge of the stent) was lifted. No other issues were noted with the device. No damage was noted with the actual tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).